Manufacturer narrative:
(B)(4). Batch # m52z0e. Manufacture date: 3/12/2015. Expiration date: 02/12/2020. The analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge reload present. The reload was received fully fired and in good visual conditions. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no damaged cartridge was noted during visual analysis. The test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. Additional information was obtained: the customer complained that some overhanging plastic material from the reload broke off during firing and fell into the situs. The piece could be removed and will be returned with the device. The staple line was ok. No negative consequences for the patient. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure, part of the reload was broken; it could be removed out of the patient. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.